Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.

Event description:
It was reported that this device recorded a code 1003, indicating the voltage is too low for the projected remaining capacity. A request was made to have data from this device analyzed. Device information has not been provided at this time and technical services (ts) requested data to proceed with technical analysis. As of today, the ts analysis is pending. A supplemental report will be provided once the analysis has been completed. This device remains in service. No adverse patient effects were reported.